Event description:
It was reported that the tip of the inserter broke and was fixed to the patient's bone after successful insertion with normal technique.

Manufacturer narrative:
The reported unit was returned for evaluation. The condition reported was confirmed. The detached trocar tip was returned with the unit. The possible root causes for the reported condition are: too much force to torque anchor, breakage or driver tip. Design. Anchor not compatible with prepared hole size. Drill design does not match anchor. Anchor thread design makes insertion too difficult. Inserter material/design too weak. Inserter tip geometry not sharp enough for application. Process: inserter, implant, or drill manufactured out of specification, application. Excessive force torquing anchor or lateral force applied during insertion not enough axial force during insertion, use of wrong drill - improperly prepared hole, bone to hard for anchor insertion, bone not hard enough to maintain screw purchase, no pilot hole prepared, drill not inserted to proper depth. Possible design root causes are not considered likely based on the limited number of reported events of the failure mode during the past 12 months. At this time, there is no reason to suspect a design root cause. Similarly, for process root causes (inserter manufactured out of specification), even though the lot number is unknown, this is the only case reported for this condition of the peek zip product family. Therefore, this possible contributor can also be ruled out. During the visual inspection, the inserter¿s shaft end that is connected to the trocar tip was inspected for welding marks to determine if this step was performed. The welding of the inserter piece to the shaft seems to have been completely performed. An excessive amount of wear marks were observed on the shaft and trocar tip. Some of the wear marks observed in the trocar tip could have been a result of the surgeon using forceps to remove the detached trocar tip. Based on the event description which states that the anchor was successfully inserted, the following application root causes can be ruled out: not enough axial force during insertion, use of wrong drill - improperly prepared hole, bone not hard enough to maintain screw purchase, no pilot hole prepared, drill not inserted to proper depth. Therefore, according to the visual inspection of the returned unit, the complaint trend review, risk management report and information provided on the case, the following application related root cause cannot be ruled out: excessive force torquing anchor or lateral force applied during insertion, bone to hard for anchor insertion. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the inserter broke and was fixed to the patient's bone after successful insertion with normal technique.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.